Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that when she checked her implant like she normally does she encountered a power on reset (por) message. When asked about any trauma or falls that could be related the patient reported that she fell about 3-4 months prior to the call. The patient also reported that she had a CT scan (unrelated to therapy or device) about 2 months prior to the call. The patient stated that the por message occurred on the day of the call ((B)(6) 2016). Patient was advised to follow-up with her healthcare provider. No patient symptoms were reported.

Event description:
The patient reported they have had the sacral nerve stimulator since (B)(6) 2012. The patient phoned manufacturer for help because they received an inoperative notice on (B)(6). The patient was told to contact urologist by representative. He was unable to remedy the situation. The patient plan to see the technician and urologist on (B)(6) and was very unhappy. It was reported later that manufacturer representative saw the patient in the health care provider 's office and the neurostimulator device was dead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with the manufacturer representative (rep) and healthcare provider (hcp) on (B)(6) 2016. The rep checked their stimulator and told the patient that the "battery in the part that is in their body" was almost, completely discharged. There were not aware that the battery would only last 5-7 years. They indicated that they were on oxygen, and probably could not have an operation to replace the battery. It was noted that they would keep the stimulator and notify patient services if their breathing improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.